Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted prostatectomy surgical procedure using an xi system, a nurse reported an error with universal surgical manipulator (usm) arm 3 during system setup. Restarting the system three times did not resolve the issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) identified error 32056 in the event logs for usm 3 and recommended disabling arm 3. The customer was unsure whether the surgery could proceed with three arms and ultimately aborted the procedure. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis replicated and confirmed the customer complaint "32056 error". Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto a patient fixture test platform (pftp) where the 32056 error was triggered and adaptive gain control (agc) current was found to be failing on the yaw axis, replicating the reported event. Once testing was completed, the yaw searchlight printed circuit assembly (pca) and flat flex cable (ffc) were applied behavioral analysis tested and verified to be the source the fault. As a result of this investigation, failure analysis has concluded that the yaw searchlight pca and ffc were found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.